Event description:
It was reported that after trouble getting access to a small and sharp turn of a vein, they were able to get this atrial lead into the appendage for helix deployment. Passive numbers were very noisy, so they decided to extend the helix and retest. The signal was still noisy but intermittently would go in and out of having a clean signal. Out of range pacing impedance measurements were also noted. The physician decided to use another lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were intermittent indicating a fractured or broken conductor. Visual inspection found the outer insulation cut through, slicing some of the outer coils approx. 165 mm from the terminal end. Induced damage during attempted implant.

Event description:
It was reported that after trouble getting access to a small and sharp turn of a vein, they were able to get this atrial lead into the appendage for helix deployment. Passive numbers were very noisy, so they decided to extend the helix and retest. The signal was still noisy but intermittently would go in and out of having a clean signal. Out of range pacing impedance measurements were also noted. The physician decided to use another lead. No adverse patient effects were reported.